Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'unit does not wake with slide clamp insertion' which was reproduced. The cause was determined to be an out of specification color sensor. The color sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not wake with slide clamp insertion during testing at the biomed service department. There was no patient involvement. No additional information is available.